Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent primary breast augmentation with a unknown gel implant and was presented with implant and was presented with right side capsular contracture; baker grade unknown. The patient had closed capsulotomy and then 4 additional procedures total, one of them being a device replacement with catalog number 3503501bc, serial number: (B)(4) on (B)(6) 2008.